Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer stated that there were some motor error alarms in the alarm history. Customer's blood glucose was 12 mmol/l. Customer's blood glucose is normal and didn't require medical treatment.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, unexpected restart and excessive no delivery alarm tests due to the motor error alarms. The pump passed the self test, displacement and all operating currents were normal. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked pump belt clip slot.